Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the patient was having hypoglycemia while using the aviva system. The patient had symptoms of feeling weak and incoherent. The blood glucose result was 117 mg/dl and she felt her blood glucose result should have been much lower based on her symptoms. A family member treated her with food since she was not able to self-treat. The patient was not taken to a medical facility. Return of the suspect device was requested for evaluation.